Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy procedure, when stapling the kidney artery, the surgeon unable to squeeze the handle and the device did not fire. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied. Functionally, the cam bars were reset; the sulu reloaded into the instrument, and applied over the appropriate test media producing acceptable results. The pushers advanced and the remaining staple line was properly formed. In addition, the sulu loaded and unloaded repeatedly without difficulty. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the handle is not completely compressed during application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.